Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with skinvive¿ by juvéderm® by needle in the radial lip lines and chin lines. 9 months later the hcp stated the patient had dimpling in the chin and 4 mm nodules. The hcp injected the patient with one round of hylenex and this dissolved some of the nodules but not all of them. The patient declined further dissolution, but the hcp has been monitoring them and stated that the nodules continue to improve.